Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch number being unknown, no DHR review can be completed.

Event description:
It was reported that the syringe 1.0ml 30ga 8mm bls 500cas ap needle broke off into the patient's arm. The patient used pliers to remove the broken piece. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "in the past week we have been made aware of two incidences of the needles separating from the syringe and becoming lodged in the client's arm. One client had to use pliers to remove the needle from their arm. The needles that this is occurring with are the 326702's."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 1.0ml 30ga 8mm bls 500cas ap needle broke off into the patient's arm. The patient used pliers to remove the broken piece. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "in the past week we have been made aware of two incidences of the needles separating from the syringe and becoming lodged in the client's arm. One client had to use pliers to remove the needle from their arm. The needles that this is occurring with are the 326702's."